Event description:
Caller reported that the pump battery would not charge, and no power source alert was received. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by using a different wall adapter and charging cable, the problem persisted. Consequently, the pump was replaced by tandem technical support. The customer was informed to use a replacement pump as backup therapy, confirmed the shipping address, and received instructions to allow the battery to deplete before returning the problematic pump to tandem.